Event description:
It was reported that the contrast on the 9800 system is extremely dark and cannot always be lightened. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Provided customer with recommendations for the positioning of the image intensifier, collimator settings and fluoro. The system was tested and found to be working as intended and placed back into service.